Event description:
It was reported that the rv lead exhibited increased jumpy impedance measurements that went up to greater than 2000 ohms. It was thought to be due to contact between the lead and the device in the header. The configuration was reprogrammed to unipolar pace and bipolar sense. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).